Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector occluded the following information was received by the initial reporter with the following verbatim: I wanted to ask if the potential reoccurring issues with the trifuse in our nicu could be related to it being used on a pump with an occlusion alert? It primes okay but not when it gets onto the pump? Item#mz9270.